Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with a cystocele repair and cystoscopy due to mild cystocele, mild rectocele and stress urinary incontinence. Following insertion, the patient experienced pain, urinary/bowel problems, grade 2 rectocele, infection, odor, phleboliths in pelvis, recurrence, neuromuscular problems, vaginal scarring and erosive chronic follicular cystitis. The patient underwent a bladder biopsy in 2011 and a cystoscopy on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe inflammation of the bladder and recurrent urinary tract infection.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and cystocele on (B)(6) 2004 and a sling was implanted.